Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer ultimately reloaded the same cartridge successfully. Additionally, it was reported that the insulin gauge was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.